Event description:
During the eval of a returned transfer set sample for a non-reportable issue, it was noted the occluder feet on the set were broken. No pt injury or medical intervention was reported by the affiliate.